Event description:
A rn at the facility was splashed in the eye with cidex activated dialdehyde solution. The solution was not activated. The nurse was not wearing proper eye protection. The emergency room md flushed the nurse's eyes with water for 15 minutes. No medication was given to the rn.